Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. Internal inspection found a dirty flow screen/manifold; however it could not be firmly established as the cause. The flow screen/manifold was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a"self check failure -1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.